Event description:
It was reported that two of the ports of the 3-in-1 drain connector became unplugged during use, which introduced air into the thoracic cavity. There was no reported injury to the patient, however the complainant noted that there was a risk of respiratory compromise. The connector was being used with a single drain, so the ports that became disconnected were not in use.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: the adaptor is designed to support up to three (3) bard channel drains, sizes 19 fr.- 32 fr. Connect each drain individually to one of the three barbed ports with a twisting motion. Connect the first drain to the uncapped barbed port first. To connect each additional drain, remove the cap from each of the remaining barbed ports and attach the drain(s). To ensure a proper connection, insert the corresponding drain past the line shown in the diagram on page 2. If less than three (3) drains are connected to the adaptor, confirm that the remaining cap(s) are secure and cover the unused barbed ports." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that two of the ports of the 3-in-1 drain connector became unplugged during use, which introduced air into the thoracic cavity. There was no reported injury to the patient, however the complainant noted that there was a risk of respiratory compromise. The connector was being used with a single drain, so the ports that became disconnected were not in use.